Manufacturer narrative:
The entire device was returned to gore for analysis. The investigation revealed that the retrieval cord was broken approximately 8cm from the distal end of the control catheter. The investigation also revealed that the retrieval loop did not break but detached from the right atrial eyelet and remained on the retrieval cord. The occluder eyelets unraveled and frame was deformed as received by gore. The investigation revealed that the lock loop was no longer attached to the occluder frame and appears to have broken from the bumper wire. The difficulty encountered when attempting to retrieve the device likely resulted in the broken retrieval cord, detached retrieval loop, and damage to the occluder frame. The cause of the difficulty recapturing the device is unknown and cannot be determined from the evidence available. Fluoroscopic images from the follow-up procedure on (B)(6) 2021 were provided for review. The images show a successfully implanted gore® cardioform asd occluder. The images also show the lock loop of the previously attempted gore® cardioform asd occluder in the lower lobe of the right lung.

Event description:
It was reported the physician selected a 37mm gore® cardioform asd occluder to treat an atrial septal defect balloon sized to 21 x 20mm. The device was placed and locked. Following locking, the device shifted and a residual shunt remained. The physician opted to remove the device; however, he was met with extreme resistance trying to recapture the occluder. The right disc did not elongate and only a small portion of the device was able to be brought back into the delivery catheter. The device was pulled to the inferior vena cava where it still could not be recaptured. The occluder was then pulled down to the femoral vein in an attempt to recapture the occluder in the introducer sheath. Again resistance was met and the eptfe retrieval loop broke. At this point, the occluder was not able to be pulled into the introducer sheath. An attempt to snare the device did not work. The physician then attempted to snare the device contralaterally, with no success. The patient's internal jugular was accessed and a bioptome was used to try and extend the device enough to pull it into a 14fr. Sheath from the femoral vein; however, this was not successful and access was lost. The physician then switched to a 16fr. Sheath and tried again from the contralateral side and was unsuccessful. At this point the occluder was recaptured into a 16fr. Sheath and removed from the internal jugular. The case was aborted and the patient was stable following the procedure. The physician plans to bring the patient back to attempt device closure in approximately six months. The patient was brought back for device closure (B)(6) 2021. Fluoroscopy imaging showed the lock loop of the previously attempted device in the patient's lung. The device closure was successful and there is no planned reintervention due to the lock loop fragment in the patient.